Manufacturer narrative:
D10 concomitant products: sigsds30ctvt, sigsds30ctvt 30mm vasculr/thn shrt sd CT, (lot# n4b2149uy) sigphandle, sig power sigphandle handle, (serial# (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a donor nephrectomy using a powered stapler, the reload was attached by the nursing team, and the surgeon placed it on the artery and closed the jaws and when attempting to reopen them for repositioning, the jaws would not open, causing the vessel to be stuck and delaying the procedure by five minutes. The vessel was eventually released, and a stapler from another company was used to complete the firing. A different reload was later used successfully, and no patient complications were reported.